Manufacturer narrative:
(B)(4). This MDR was submitted on 01/14/2011; however, due to a failed ack3, this MDR is being resubmitted on 01/17/11. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The supply bag fell and became disconnected. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to the hc machine. The tsr advised the hp to disconnect aseptically and notify the nurse regarding any missed therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the hp stated that she is unsure how the bag fell from the table and disconnected. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp did inform her nurse of the incident and stated that she is doing fine and continuing therapy without issues.